Event description:
Three healthcare workers complained of burning sensation and pain on their hands upon removal of a load from a completed cycle. The symptoms resolved after two days and no medical treatment was rec'd.